Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them to check the mains plug on the power supply cable. A wire was disconnected in the plug. The technician repaired the plug, and the system operates as intended.